Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional 4.5 x 12 mm trek device is being filed under separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) coronary artery. Reportedly, two 4.5 x 12 mm trek balloons ruptured at 8 atmospheres (atms) during the 1st inflation. There had been no resistance noted during advancement of the trek balloon catheters. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.